Event description:
The family member called lifescan on behalf of the patient and alleged the one touch ultra meter would not power on. The medical affairs specialist spoke with another family member who stated the display was very faint. The blood glucose was taken at 6pm the night before the event. The patient ate very little dinner and was "not feeling well". The result was 124 mg/dl and the patient was given their routine dose of 24 units insulin novolin 70/30 which they take twice a day (am and pm). (Decreased sometimes to 16 units if the patient is not feeling well or not eating well. Full dose given) they retired early and at 1am was repositioned due to noisy breathing. The next morning they appeared disoriented and very tired. They did not eat breakfast; blood glucose could not be obtained (display very faint). Insulin not given. A medical professional was called for advice, paramedics arrived 30 minutes later, and blood glucose on an unknown meter was 40 mg/dl. Before arrival, patient was given about 1 teaspoon of diet soda with sugar. IV glucose was started and they were transported to the hospital, admitted with a diagnosis of pneumonia. No other readings are available. The patient remains in the hospital, treated with IV antibiotics and control of the rapid changes in their blood glucose. The family member stated the battery is >1 year old and the battery icon had displayed for some time, but did not know what it meant. Based on the information obtained from the family members, there is indication the product malfunctioned due to the "faint display". There is no indication the product led to the serious injury. The patient's medication was not based on the reading, per family member "treatment would have remained the same", symptoms started before the event, the blood glucose would be expected to drop since the patient, was not eating and was given insulin. This is reported as a product malfunction. Meter and test strips replaced with return expected.